Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm did not see any shutdown alarms or critical alarms in the logs. However, the stm did find an obstruction in the ECG connector. The stm found a broken piece of an ECG trunk connector, was still in the ECG machine connector. The stm was able to pull it out with tweezers. The customer did not supply ECG leads with the iabp for testing. The stm additionally pumped on a balloon for two hours with no alarms. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) software was locking up. It was additionally reported that the machine froze and shut off. There was no harm or injury to the patient and no adverse event was reported

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) software was locking up. It was additionally reported that the machine froze and shut off. There was no harm or injury to the patient and no adverse event was reported

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.